Manufacturer narrative:
B4:03jun2021. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer replaced the gas delivery subsystem(gds) to resolve the reported issue. The unit passed required performance verification tests and the device was put back into service.

Event description:
The customer reported an oxygen not available error. There was no patient or user harm reported.